Event description:
It was reported that a pt with pars defect underwent an x-stop procedure. Reportedly, the pt experienced migration of the device within the ligament. The pt was converted to a decompression and fusion and doing well. No additional info was reported.

Manufacturer narrative:
Device not returned; followed up with company rep.